Event description:
The technician alleged that the head section popped out of the seat section extrusion. Head section was down. No injury reported.

Manufacturer narrative:
Technician found the side-com cable wrapped around the head section and frame but could not determine if this was the cause. Upon further inspection of the head deck, it was determined it was not bent or damaged. Technician is unable to determine the cause for the head collapse. The technician replaced the pivot slide and extrusion on this bed to resolve all issues.